Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Contact office and manufacturing site should reflect: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a coolflow® pump tubing and bubble alert was displayed, which is not MDR reportable. Also, it was reported that small particles were observed in the tubing. Replacing the tubing solved the issue. The procedure was completed without patient consequence. Additional information was requested to clarify the event and it was informed that small specks of dirt were visualized which looked to be inside the tubing. These particles were found before the use on patient as well as the bubble alert stopped the pump. However, this event is being reported conservatively since the small particles were found inside the tubing and could potentially contribute to a serious event.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a coolflow® pump tubing and bubble alert was displayed, which is not MDR reportable. Also, it was reported that small particles were observed in the tubing. Replacing the tubing solved the issue. The procedure was completed without patient consequence. However, this event is being reported conservatively since the small particles were found inside the tubing and could potentially contribute to a serious event. Upon receipt, the tubing was visually inspected and it was found in normal conditions. There were no particles observed. Then per the complaint, a cool flow pump test was performed and the tubing passed with no occlusion or alarm going. Particles were not observed during the test; however, a corrective action has been opened to address and resolve this issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding small particles in the tubing cannot be confirmed.